Event description:
Related manufacturer report number 1627487-2022-00953. It was reported that during an ipg explant procedure due to normal end of life, high impedance issue was observed on the right extension. The extension was explanted. Stimulation was restored and there were no complications during the procedure. Patient was stable. It is unknown which is the right extension therefore both extensions are being reported.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.